Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant, the patient experienced a hematoma near puncture site that resulted in bleeding. Pressure was applied and raised blood pressure and pulse rate. The ipg remains in use. No further patient complications have been reported as a result of this event. The patient is a participant in the product surveillance registry clinical study.

Event description:
It was reported that post implant, the patient experienced a hematoma near the introducer puncture site that resulted in bleeding. Pressure was applied and raised blood pressure and pulse rate. No further patient complications have been reported as a result of this event. The patient is a participant in the product surveillance registry clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.